Manufacturer narrative:
The genomic dna sample was sent to grifols ih center for bi-directional sequencing. Sequencing interrogated rhce gene exon 2 and the allele genotype rhce*ce, rhce*ce(234t) was identified. The presence of unpublished silent variant rhce*c.234c>t in ID core xt probes which detect c antigen prevents hybridization and consequently the prediction of c positive antigen. ID core xt reported a predicted c- phenotype, due to the presence of rhce*ce(234t) variant allele which causes an allele-drop out, being the correct predicted phenotype c positive. This false negative result obtained by ID core xt is considered a discrepant result and then a malfunction. This case report is associated with a new limitation of ID core xt assay.

Event description:
The customer reported a possible discrepancy. The sample is c- using ID core xt assay but serology reported c+.